Event description:
It was reported that the patient developed bacteremia. The device and leads were removed and will be replaced after the bacteremia "abates." No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.